Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the complaint device lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. We've sent good faith effort attempts to obtain all missing information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Block h11: investigation results: based on the available information, boston scientific could not confirm the reported event of stent positioning issue. The device was not returned for analysis; therefore, a technical analysis could not be performed. There is not enough evidence to determine whether the reported event was due to the physician's manipulation or technique during the procedure or related to a device malfunction. Device history record review: a review of the manufacturing documentation was unable to be performed as the required device documentation was unavailable. Device technical analysis: the device was not returned for analysis as it remains implanted; therefore, a technical analysis could not be performed. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted in the pancreas to facilitate pancreatic fluid collection (pfc) during a cystogastrostomy procedure performed on (B)(6). Reportedly, the physician appropriately identified the pfc via medical imaging. The target was visualized and the stent was deployed. After deployment, the physician suspected that the stent may have been placed into the gallbladder rather than the intended pfc. The stent was reported to be currently implanted. There were no patient complications reported as a result of this event.